Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a thoracoscopic lobectomy. Loaded the reload with the powered stapling handle and checked the opening and closing of the jaws function. The surgeon press the center control button to the right and the jaws closed. The other functions of the center control, close and open jaws, articulation to the left, and rotation all worked properly. When the center control is pressed to the right, the jaws close. Therefore, the jaws articulating to the left could not return to the straight position. When the surgeon pressed long to the upper, it returned to the straight position. The surgeon pressed to the right slowly as a trial, but the jaws closed as well. The powered stapling handle was placed onto the charger to reset. A new clam shell and adapter were used, but nothing changed. The procedure was completed with new devices. There was no patient harmed.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one signia* powered handle. There were no visual abnormalities noted with the handle. During functional evaluation it was found that a switch was nonfunctional. When the key was pressed the information was not registered in the data log. A review of the device history record for the handle indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed switch failure was determined to be a component error. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.